Event description:
It was reported that right atrial (ra) lead dislodged. The dislodgement was due to twiddlers syndrome. Dislodgement was confirmed under x-ray. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.